Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The status of the lens was not provided. The serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor said that symfony intraocular lenses (iols) have more problems in regards to spider webbing than toric multifocal iols ever did and that he could figure out why. Reportedly, this has happened on two or three patients and he may have to explant the lens. No additional information was provided. As doctor reporting multiple events, 2 mdrs will be filed. This report represents 2 of 2 reports.